Manufacturer narrative:
The reported event could not be confirmed. A review of the DHR revealed no discrepancies, in particular in the packaging process. The item returned was documented as faultless prior to distribution. The reported event could not be reproduced as the packaging was received in opened condition (broken sealing). Pollution in original condition could not be verified. Upon receipt of the device the reported hair was found at the outside of the foam layer and should have been noticed prior to opening as it is visible through the clear blister. Furthermore, not enough information is available to confirm the reported case (like a photo of the unopened package). It could not be excluded that the pollution occurred at the user site. Based on the above observations the root cause could not be determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that a hair was discovered inside the sterile packaging of the screw. Procedure was completed successfully with no surgical delay or adverse consequences reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that a hair was discovered inside the sterile packaging of the screw. Procedure was completed successfully with no surgical delay or adverse consequences reported.